Manufacturer narrative:
Investigation summary: hematoma/access site adverse event: the cause of the access site adverse event is patient condition related to coagulopathy per clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed at the femoral artery to support the 63-year-old male patient who had been admitted in with known cardiomyopathy and cardiogenic shock, presenting in scai stage d shock. Any other underlying medical history was not shared. The access site developed a hematoma. The hematoma was treated with standard best care practices of forward tension sutures and pressure dressing. The patient expired the next day when all care was withdrawn. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.